Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's buttons were unresponsive. Customer stated that insulin pump was cracked and not functioning properly. Customer stated that moisture was present in the battery compartment of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked battery tube threads and a cracked case behind the device near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. However, device was received with a blank display due to moisture damage on the electronic assembly. Unable to verify stuck button alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the battery compartment and keypad assembly.